Event description:
Cook chest tube drainage valve was misplaced on a patient with a chest tube. Valve can be easily misplaced as both ends are the same shape from the patient end to the chest tube end. Due to the error of the misplaced valve, patient experienced increased pain and increased pneumothorax. Reference #: go3302 and c-tpt-200. FDA safety report ID# (B)(4).